Manufacturer narrative:
(B)(4). The returned trapezoid basket was analyzed, and a visual evaluation observed that the handle cannula was detached. Due to the handle cannula detachment, the device has lost its functionality, so it is not able to activate the basket. Dimensional inspection confirmed the side car rx was pushed back approximately 2.0 mm which is out of specification. The screw depth was measured and found some of the proximal screw depth were below the allowed tolerance. The reported event was confirmed. Based on all available information, it was determined that due that the proximal screw has not the suitable depth, the proper fastening was not given. So the force applied when activating the device causes the detachment of the handle cannula. The detachment of the handle cannula led to the basket failure to open. Therefore, the most probable root cause for the problem of handle cannula detached is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. The side car rx pushback could have been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the trapezoid rx basket was used to remove several stones, the basket failed to open. There was no stone inside the basket when it failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the handle cannula detached and side car rx was pushed back; therefore, this is now an MDR reportable event.